Manufacturer narrative:
Date of event and therapy date are estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-23509, 1627487-2020-23510. It was reported that the patient experienced ineffective therapy. As a result, surgery may occur to address the issue. Pain at the ipg site is documented in the following report (manufacturer reference number: 1627487-2020-23376).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred to explant the system.